Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that at 1 month post-op, it was noted that an ozark fixed screw had backed out. It is unknown at this time when revision surgery will take place.

Manufacturer narrative:
B1: has been corrected from "adverse event and product problem" to "product problem". B2: has been has cleared. H1: has been updated from "serious injury" to "malfunction". Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The x-ray was reviewed and confirms one of the caudal screws migrated anteriorly. Additionally, it appears that the cranial screws are not completely fixed in bone and may not have optimal purchase. The anchor c cage implanted in the disc space below the ozark plate also appears to be contacting the ozark plate, which may add additional stresses to the entire construct. The more cranial screw of the anchor c implant also appears to be contacting one of the most caudal screws of the ozark plate. This may impede the functionality of the caudal locking mechanism of the ozark plate and/or induce excess stress on the caudal ozark screw. Potential adverse events include, but are not limited to pseudo arthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudo arthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if appropriate), and ruled out preoperatively. The most likely cause of the reported event was improper placement of implants. Lack of bone fixation and contacting implants can add additional stresses to the construct and inhibit the ability of securing mechanism to lock. However, this cannot be confirmed as no immediate post-op x-rays were received and initial implant positioning cannot be established. Therefore the root cause is undetermined.

Event description:
It was reported that approximately 1 month post-operatively, an ozark fixed screw had backed out. Revision surgery has not been performed nor scheduled at this time.